Event description:
It was reported that the patient presented in the emergency department for an unrelated reason. It was noted remotely via merlin.net that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of an inappropriate shock. The ICD was reprogrammed. There were no patient consequences.